Manufacturer narrative:
(B)(4). Concomitant: item# unknown, unknown stem, lot# unknown. Item# unknown, unknown liner, lot# unknown. Item# unknown, unknown head, lot# unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. X-ray review shows that total hip arthroplasty complicated by superior lateral polyethylene liner wear and acetabular granulomatous osteolysis. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-03793, 0001822565-2018-03792, 0001822565-2018-03791.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient is being considered for a revision on an unknown date for unknown reason. Attempts were made to obtain additional information; however, none was available.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay corrected updated information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.